Event description:
It was reported that the patient's battery was dead and could not be interrogated prior to being explanted. The generator was received for analysis. Preliminary generator analysis identified that the generator battery is swollen. The analysis is still underway and has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.